Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. After dinner on (B)(6) 2022, the patient¿s tandem displayed 95 mg/dl and his spouse advised him to ingest some food before going to bed. Ten minutes later, she checked the patient and he was dazed, confused and not responding. She performed a bg which was 23 mg/dl, gave the patient some orange juice which he could not ingest as he was ¿barely conscious¿. She administered nasal glucagon (baqsimi); thirty minutes later, a repeat bg was performed which was 65 mg/dl. The patient recovered but remained drowsy and tired from the event. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.